Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos-m w/drive pcb. In addition, we confirmed that the control body fluid damage, the cmos-m w/drive pcb fluid damage, the lg cable connector fluid damage, the control body corroded, the lg cable connector corroded, the air/water socket leak, the bending rubber cut, the insertion flexible tube (ift) discolored, the air/water socket chipped/cut o-ring , the light emitting diode(led) led blackout, the remote control button(1) misconfigured, the remote control button (2) misconfigured, the remote control button (3) misconfigured, and the remote control button (4) misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).